Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve using this delivery catheter system (dcs), the valve was recaptured due to repositioning. During the second implant attempt, the actuator broke apart at about two thirds deployment of the valve. The valve was unable to be recaptured and was deployed without using the actuator. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the handle components detached from the dcs, the capsule partially opened, the end cap/screw gear snap fit connected. Visual analysis showed the tip-retrieval mechanism and capsule were intact with no evidence of damage. Multiple kinks were observed on the inner member. Tab 3 of the male actuator component was detached from the component. A hairline crack was observed on tab 4 of the male actuator component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the dcs that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. However, the cause of the positioning difficulty could not be conclusively determined with the available information. Multiple kinks were observed on the inner member shaft of the returned device. The description of the event does not indicate this inner member shaft kink occurred during the reported event. Inner member shaft damage has historically been seen on device returns without the stylet in place to support the shaft. However the cause of the damage could not be conclusively confirmed. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.